Event description:
It was reported that the pump stuttered, and the screen was not responding. There was no reported impact to the customer's blood glucose level. The patient did not request further troubleshooting and declined further technical support.